Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 922mg/dl. Troubleshooting was performed, and no damage to the drive support noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test, and the test passed. The customer called and stated being in the hospital for other complications, but he would like to have a replacement when he is released. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had cracked reservoir tube lip, cracked battery tube threads and scratched display window.